Manufacturer narrative:
E1 patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set was leaking from the site. The infusion set was in use for 3 days no further information available.